Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. This rv lead was disposed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. Reportedly, a lead fragment was left in the superior vena cava (svc) but the physician was unable to retrieve the lead fragment. A temporary pacing system was used due to the patient was a pacemaker dependent. A revision was performed, and the pacemaker was explanted along with the right atrial (ra) lead and rv lead were explanted. No adverse patient effects were reported. The rv lead will not be returned.

Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Reportedly, a lead fragment was left in the superior vena cava (svc) but the physician was unable to retrieve the lead fragment. A temporary pacing system was used due to the patient being pacing dependent. No additional adverse patient effects were reported. The rv lead was explanted.